Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol (intraocular lens). Iol returned in non company sealed pouch. Iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. The iol is -rejectable with loose fibers & particulate. The optic has scratches/marks-rejectable. We are unable to determine the root cause for the reported complaint " faulty". Not enough information provided what type of damage observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by health care professional that the lens was faulty. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).